Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon burst. A 6.0 mm x 200 mm, 150 cm ranger drug-coated balloon was selected for use in the superficial femoral artery. During the procedure, the balloon burst before it was inflated to nominal pressure. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that the balloon burst. A 6.0 mm x 200 mm, 150 cm ranger drug-coated balloon was selected for use in the superficial femoral artery. During the procedure, the balloon burst before it was inflated to nominal pressure. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure. It was further reported that the 85% stenosed target lesion was located in moderately calcified and non-tortuous anatomy. The balloon burst at 3 bar on the first inflation. The balloon was successfully removed from the patient.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device eval by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 55mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a pinhole in the balloon.

Event description:
It was reported that the balloon burst. A 6.0 mm x 200 mm, 150 cm ranger drug-coated balloon was selected for use in the superficial femoral artery. During the procedure, the balloon burst before it was inflated to nominal pressure. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure. It was further reported that the 85% stenosed target lesion was located in moderately calcified and non-tortuous anatomy. The balloon burst at 3 bar on the first inflation. The balloon was successfully removed from the patient.